Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is related to previously reported complaint of insulation anomaly, reported on 10 may 2013, MFR number: 2017865-2013-02597. It was reported that during device change out procedure on (B)(6) 2019, the right atrial lead was capped and replaced. The lead had a history of insulation anomaly, and had not been working properly. The device had been programmed to vvd and atrial sensing had been turned off. The patient was stable post-procedure.